Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('genital bleeding') in a 33-year-old female patient who had essure (batch no. 627765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2007, headache in 2007, chickenpox in 1989, anemia, gravida ii, parity 2, cesarean section and vaginal delivery. Previously administered products included for an unreported indication: effexor and wellbutrin. Concurrent conditions included blood transfusion since (B)(6) 2012, menstruation abnormal, uterine fibroid, dizziness, estrogen therapy, blood loss of (nos), endometrial curettage, vomiting, lithotomy position and hemoglobin low. Concomitant products included medroxyprogesterone for depression, oxycodone hydrochloride;paracetamol (percocet) for nausea and vomiting as well as estradiol (estrogen), nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic area/pelvic pain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy and d and c & blood transfusion). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : plaintiff previously performed essure confirmation test now it is reported patient did not under go essure confirmation test. Insertion details:coils trailing from the left fallopian tube, 4 coils trailing from the right fallopian tube. Received treatment for pain : yes, received treatment for psych injury : no. Removal details:a small portion of the essure coil was protruding through the isthmal region of the uterus so the coils were pulled from the uterus and taken out from the peritoneal cavity through the 5 mm port. The uterovarian ligament on both sides was cauterized and cut. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2012: the uterus was 7 weeks size with a small fibroid of 1.5 cm.no adnexal masses. No free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, anxiety, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received-lot number were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('genital bleeding') in a 33-year-old female patient who had essure (batch no. 627765- not valid,627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2007, headache in 2007, chickenpox in 1989, anemia, gravida ii, parity 2, cesarean section and vaginal delivery. Previously administered products included for an unreported indication: effexor and wellbutrin. Concurrent conditions included blood transfusion since( B)(6) 2012, menstruation abnormal, uterine fibroid, dizziness, estrogen therapy, blood loss of (nos), endometrial curettage, vomiting, lithotomy position and hemoglobin low. Concomitant products included medroxyprogesterone for depression, oxycodone hydrochloride;paracetamol (percocet) for nausea and vomiting as well as estradiol (estrogen), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 2 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic area/pelvic pain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy and d and c & blood transfusion). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : plaintiff previously performed essure confirmation test now it is reported patient did not under go essure confirmation test. Insertion details:coils trailing from the left fallopian tube, 4 coils trailing from the right fallopian tube. Received treatment for pain : yes, received treatment for psych injury : no. Removal details:a small portion of the essure coil was protruding through the isthmal region of the uterus so the coils were pulled from the uterus and taken out from the peritoneal cavity through the 5 mm port. The uterovarian ligament on both sides was cauterized and cut. Patient received treatment for pain, abnormal bleeding, uterus and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2012: the uterus was 7 weeks size with a small fibroid of 1.5 cm.no adnexal masses. No free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, anxiety, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : event "fallopian tube perforation" added , lot number added. Event outcome updated for events menorrhagia, vaginal hemorrhage as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('genital bleeding') in a 33-year-old female patient who had essure (batch no. 627765- not valid,627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2007, headache in 2007, chickenpox in 1989, anemia, gravida ii, parity 2, cesarean section and vaginal delivery. Previously administered products included for an unreported indication: effexor and wellbutrin. Concurrent conditions included blood transfusion since (B)(6) 2012, menstruation abnormal, uterine fibroid, dizziness, estrogen therapy, blood loss of (nos), endometrial curettage, vomiting, lithotomy position and hemoglobin low. Concomitant products included medroxyprogesterone for depression, oxycodone hydrochloride;paracetamol (percocet) for nausea and vomiting as well as estradiol (estrogen), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 2 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic area/pelvic pain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy and d and c & blood transfusion). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : plaintiff previously performed essure confirmation test now it is reported patient did not under go essure confirmation test. Insertion details:coils trailing from the left fallopian tube, 4 coils trailing from the right fallopian tube. Received treatment for pain : yes, received treatment for psych injury : no. Removal details:a small portion of the essure coil was protruding through the isthmal region of the uterus so the coils were pulled from the uterus and taken out from the peritoneal cavity through the 5 mm port. The uterovarian ligament on both sides was cauterized and cut. Patient received treatment for pain, abnormal bleeding, uterus and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2012: the uterus was 7 weeks size with a small fibroid of 1.5 cm.no adnexal masses. No free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, anxiety, menorrhagia, pelvic pain. Lot # 627765 is invalid. Lot number: 627755, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('genital bleeding') in a 33-year-old female patient who had essure (batch no. 627765- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2007, headache in 2007, chickenpox in 1989, anemia, gravida ii, parity 2, cesarean section and vaginal delivery. Previously administered products included for an unreported indication: effexor and wellbutrin. Concurrent conditions included blood transfusion since (B)(6) 2012, menstruation abnormal, uterine fibroid, dizziness, estrogen therapy, blood loss of (nos), endometrial curettage, vomiting, lithotomy position and hemoglobin low. Concomitant products included medroxyprogesterone for depression, oxycodone hydrochloride;paracetamol (percocet) for nausea and vomiting as well as estradiol (estrogen), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) -2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 2 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic area/pelvic pain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy and d and c & blood transfusion). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : plaintiff previously performed essure confirmation test now it is reported patient did not under go essure confirmation test. Insertion details:coils trailing from the left fallopian tube, 4 coils trailing from the right fallopian tube. Received treatment for pain : yes, received treatment for psych injury : no. Removal details:a small portion of the essure coil was protruding through the isthmal region of the uterus so the coils were pulled from the uterus and taken out from the peritoneal cavity through the 5 mm port. The uterovarian ligament on both sides was cauterized and cut. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2012: the uterus was 7 weeks size with a small fibroid of 1.5 cm.no adnexal masses. No free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, anxiety, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 4-dec-2019: ¿update of information (batch is not valid)¿ no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding(menorrhagia)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2007, headache in 2007, chickenpox in 1989, anemia, gravida ii, parity 2, cesarean section and vaginal delivery. Previously administered products included for an unreported indication: effexor and wellbutrin. Concurrent conditions included blood transfusion since (B)(6) 2012, menstruation abnormal, uterine fibroid, dizziness, estrogen, blood loss of (nos), endometrial curettage, vomiting, lithotomy position and hemoglobin decreased. Concomitant products included medroxyprogesterone for depression, oxycodone hydrochloride;paracetamol (percocet) for nausea and vomiting as well as estradiol (estrogen), nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (b)(5) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic area"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy and d and c & blood transfusion). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: plaintiff previously performed essure confirmation test now it is reported patient did not under go essure confirmation test. Insertion details:coils trailing from the left fallopian tube, 4 coils trailing from the right fallopian tube. Removal details:a small portion of the essure coil was protruding through the isthmal region of the uterus so the coils were pulled from the uterus and taken out from the peritoneal cavity through the 5 mm port. The uteroovarian ligament on both sides was cauterized and cut. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2012: the uterus was 7 weeks size with a small fibroid of 1.5 cm. No adnexal masses. No free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2019: pfs & mr received. New events abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, perforation (uterus) were added. Historical, concomitant & treatment drugs were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('genital bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2007, headache in 2007, chickenpox in 1989, anemia, gravida ii, parity 2, cesarean section and vaginal delivery. Previously administered products included for an unreported indication: effexor and wellbutrin. Concurrent conditions included blood transfusion since (B)(6) 2012, menstruation abnormal, uterine fibroid, dizziness, estrogen therapy, blood loss of (nos), endometrial curettage, vomiting, lithotomy position and hemoglobin low. Concomitant products included medroxyprogesterone for depression, oxycodone hydrochloride;paracetamol (percocet) for nausea and vomiting as well as estradiol (estrogen), nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic area/pelvic pain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy and d and c & blood transfusion). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : plaintiff previously performed essure confirmation test now it is reported patient did not under go essure confirmation test. Insertion details:coils trailing from the left fallopian tube, 4 coils trailing from the right fallopian tube. Received treatment for pain : yes, received treatment for psych injury : no removal details:a small portion of the essure coil was protruding through the isthmal region of the uterus so the coils were pulled from the uterus and taken out from the peritoneal cavity through the 5 mm port. The uterovarian ligament on both sides was cauterized and cut. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2012: the uterus was 7 weeks size with a small fibroid of 1.5 cm. No adnexal masses. No free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : abdominal pain, bleeding added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.